Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4: (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that touch screen was not functional. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. It was stated that the biomedical engineer would repair the device. A replacement touchscreen was ordered in a material only work order. This investigation is ongoing.